Manufacturer narrative:
Confirmed the presence of the fyb antigen on returned and retention capture-r ready-screen (4), lot k099. Customer sent specimen for investigation testing. Hemagglutination tube testing was performed with the customer's sample using panoscreen and immuadd as the potentiator. The sample exhibited weak (1+s and 1+) reactivity with fy (b+) reagent red blood cells at the antiglobulin phase of testing. Testing was performed on an in-house galileo with the customer's sample using returned capture-r ready-screen (4), lot k099 and retention capture-r ready-screen (4), lot k106; all results were negative. Manual testing using selected fy (a-b+) red cells from capture-r ready-ID, lot id074 was performed and sample was negative with all cells tested. The event appears to be related to the nature of the sample.

Event description:
32customer reported an unexpected negative result for the 4_cell antibody screen assay on the galileo instrument. A pt sample tested as negative on the 4_cell screen assay, but positve on the ab_ID assay tested at the same time on the instrument. There is a history of anti-fyb detected in the pt's serum.